Event description:
Customer reported unexpected negative reactions on the echo when testing with capture-r ready ID (crrid) and capture-r ready ID extend. A patient sample appeared positive on the echo but was interpreted as negative.

Manufacturer narrative:
Reactivity of the e and jka antigens was confirmed on retention capture-r ready screen (crrs)(3), lot r025 and retention crrid, lot id104 and dp029. These products were used by the customer at the time of the complaint. The customer did not send patient sample for investigation testing. The nature of the sample cannot be ruled out as causing the event.